Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient presented to the hospital with multiple shocks. The right ventricular (rv) lead exhibited high defibrillation impedance on the rv lead coil along with noise and increased sensing integrity counter (sic). It was noted that there was a possible fracture. The rv lead was inactivated, and explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.